Event description:
It was reported pump appeared to be breaking through the skin. The patient was hospitalized and pump pocket was revised to new location. No symptoms were reported and outcome was reported as resolved without sequela. The drug being used in the pump was unknown.

Manufacturer narrative:
Product ID 8703w, lot# l54371, implanted: 1998 (B)(6), product type catheter. (B)(4).